Manufacturer narrative:
On 20 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 25 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 we got the following additional details: the surgeon identified the calcar fracture on the ward post operatively and decided not to intervene. Patient went home and suffered two falls - the second fall lead to an extension of the fracture. The patient was readmitted for a revision due to the extension of the fracture. The primary surgeon was on holiday therefore revision surgery carried out by his colleague on (B)(6) the primary surgeon informed us when he found out on his return to work - (B)(6). On (B)(6) 2015 it was added that the small calcar fracture was noticed on the immediate post op x ray and believed to have occurred during surgery. The first fall occurred in hospital therefore checked and discharged. Therefore assume fracture occurred when at home with second fall. On (B)(6) 2015 the medical affairs director made the following analysis, checking the x-ray too: the surgeon reported that a calcar fracture had been detected at surgery but deemed to be small enough to allow for self-healing. Unfortunately the patient suffered two falls and this led to final mobilization. The root cause should therefore be identified in the original fracture, made clinically relevant by the subsequent falls. Failure should not be ascribed to the device. Batch review performed on (B)(6) 2015: lot 147809: 50 items manufactured and released on 16 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported case. Discarded from the hospital.

Event description:
Revision due to bone fracture. Stem and head replaced.